Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory patient notification. High, out of range hv lead impedance was observed. Programming changes and further assessments were recommended. No adverse consequences for the patient were noted.

Event description:
New information received states the svc coil was programmed off. Dft testing was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.